Event description:
(B)(4)clinical study. Same case as MDR ID: 2134265-2013-06396; 2134265-2013-06395; 2134265-2013-06397. It was reported that substernal chest pain, shortness of breath on exertion, restenosis and myocardial infarction. On (B)(6) 2010, the patient presented with chest pain and was diagnosed with unstable angina and ischemia. Cardiac catheterization was recommended. Two days from admission, coronary angiography and index procedure was performed. Target lesion #1 was a de-novo lesion located in the distal right coronary artery (rca) with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50mm x 24 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion extending from mid rca to distal rca with 75% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 2.50mm x 24 mm, 3.0mm x 28 mm and 3.0mm x 20 mm taxus liberté stents. Following post dilatation, residual stenosis was 0%. A 3.0 x 32 mm taxus liberté stent was also attempted to be deployed in target lesion #2 but was not implanted since it was unable to cross lesion. It was also reported that a kinetix guide wire was unable to cross. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(4) 2013, the patient presented with substernal chest pain associated with shortness of breath on exertion and was diagnosed with multi vessel coronary artery disease and the patient was hospitalized on the following day. Electrocardiogram (ECG) revealed ischemic symptoms and troponin was elevated. Cardiac catheterization was recommended. Two days from admission, the 100% in-stent restenosis (total occlusion) of study stents placed in mid rca was treated with coronary artery bypass graft (CABG) x 4 vessels with reverse saphenous vein graft (svg) to right posterior descending artery (rpda), left inter mammary artery (lima) graft to left anterior descending (lad) artery, reverse svg to diagonal and reverse svg to 1st obtuse marginal (om). At the time of the event, the subject was only on aspirin and the study drug per protocol was last taken on (B)(6) 2012. The event was considered recovering/resolving. Six days post procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to the index procedure, the patient presented with abnormal stress test result. During the procedure, the kinetix guidewire that was unable to cross was replaced by a non-bsc guidewire. In addition, target lesion #1 was extending to the right posterior descending artery (r-pda) and target lesion #2 was a long lesion from proximal right coronary artery (rca) extending to mid rca and not mid rca to distal rca as previously reported. The study stents that were implanted in target lesion #2 were placed in an overlapping manner. In july 2013, the chest pain that the patient experienced was radiating to both arms. The elevated troponin that was reported is not consistent with myocardial infarction(mi). However, patient was diagnosed with non q wave non st elevation mi. In addition, no stent thrombosis of study stents placed in mid rca was noted. On august 2013, the event was considered resolved without residual effects.